Event description:
It was reported that during an implant procedure, the lead was attempted and not used because when tunneling the lead through the chest the lead pin bent and broke off when the physician manipulated the pin. Another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. The connector pin was broken, and the lead appeared to have been damaged at implant.